Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon refold issue could not be replicated due to the condition of the returned device. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to remove or balloon refold issues from this lot. Based on the reviewed information, no product deficiency was identified. The reported patient effects of hypotension and ventricular tachycardia, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, de novo lesion in the mid right coronary artery (rca). The 2.5x33 mm xience prime was implanted successfully; however, after implantation of the stent, the stent delivery system (sds) balloon was unable to be withdrawn under negative pressure (16 atmospheres for 10 seconds). The patient's blood pressure dropped, ventricular fibrillation occurred, and the patient then lost consciousness. Another attempt was made to withdraw the sds balloon; however, it failed. The sds balloon was taken out of the anatomy along with the guiding catheter as a single unit. Defibrillation and compression was performed on the patient and the patient recovered. After removal, the sds balloon was observed to have a poor re-fold. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.